Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn(B)(6)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
2yr battery replacement other- specify in comments there is no patient involvement. 2yr battery replacement- 11/06/2019 07:22:22 victor cabrera (vcabrera) npi- 2yr battery replacement ---------------------------------------- (B)(6)2019 07:32:21 (B)(6) replaced battery and damaged power cord wrap on device, no other issues found. Atok eq03346 eq09912 eq111097 eq09733

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
2yr battery replacement. Other- specify in comments. There is no patient involvement. (B)(4).